Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed via a physical examination on (B)(6) 2020. As a result, the patient underwent bilateral removal and replacement with two 475ccc mentor smooth round moderate profile prostheses (catalog #: 3501680, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2020. The date of implantation was estimated as (B)(6) 2000 based on available information. If additional information becomes available in the future, a supplemental report will be submitted.